Event description:
During the priming process for a new low absorbtion set (IV tubing) for the infusomat space pump by b braun, the rn (registered nurse) detected many bubbles. Upon further inspection of the tubing, the rn detected a tiny leak at one of the connection points. The tubing was not utilized and sequestered.